Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/02/2024.

Event description:
Physician reported left side rupture. The device has been explanted and replaced with a non-abbvie device .

Event description:
Device has been explanted, replaced with non-abbvie device, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data: a2, a3a, a4, b3, b5, b6, d6b, h6.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported rupture. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.